Event description:
On (B) (6) 2008 the patient reported that "earlier in the year" she was experiencing kinked cannulas with her insulin infusion sets. She stated this occurred prior to march 2008 and she does not recall any specific information concerning the incidents. Site selection and management were discussed with the patient and she was advised to speak with her doctor about site locations and absorption differences. A courtesy guide to infusion site management was sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.